Event description:
Patient had order for 5fu 2,400 mg/m2 (5600 mg) via continuous infusion over 46 hours filled on (B)(6) 2017. Pharmacy prepared reservoir bag with 112 ml plus 3 ml overfill 5-fu 50 mg/ 1 ml per normal procedure. When patient returned on (B)(6) 2017 for pump disconnect, infusion rn noted small air bubbles in tubing between reservoir bag and walkmed infusion pump. Pump reading indicated 112.4 ml had infused, and reservoir bag appeared to be completely drained.